Manufacturer narrative:
Adaptor model 64002 serial/lot unk. Implanted: unk explanted: na.

Event description:
During a replacement procedure, it was noticed that the adaptor had changed positions. The patient outcome was not reported.

Event description:
It was further reported that the issues started (B)(6) 2012 postoperatively. The adaptor changed position to lateral. Repositioning was not necessary. The patient had a big "cachexia." The patient was doing fine and the adaptor will remain implanted.